Manufacturer narrative:
This report was initially provided to roche by FDA via medwatch (B)(4). As no contact information was provided, roche was unable to contact the customer for additional information. The device (meter) is listed as "returned to manufacturer (B)(6) 2022" however, no serial number was provided. No product is expected for return. If any product is returned in the future, a follow up report will be submitted. No information was provided in the report that would point to a cause for the issue. As no product was returned for investigation, the cause of the event could not be determined. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The reporter alleged a patient was treated based on a glucose result from an accu-chek inform ii meter (serial number unknown). The result from the inform ii meter was allegedly 495 (unit of measure not provided). The patient was reportedly treated for hypoglycemia. The reporter "elected to not be identified" and did not share further information regarding this event. No patient information was provided.